Event description:
Customer states that he attempted to obtain a reading, but received an error message; therefore, customer guessed that his reading was "about 300 mg/dl" so he estimated on the amount of insulin to administer to himself as 6 units. Customer then passed out about 15-20 minutes after taking the insulin. Customer was unconscious for about 30 minutes. Customer states that his wife treated him with sugar in his mouth, and the within 30 minutes he became conscious. Customer states that he had no normal food or drink that day, nor physical activity. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.